Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins/damaged e-belt connector) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he is receiving constant check belt messages. Customer support asked the patient to disconnect and reconnect the belt to the monitor. The patient was unable to reconnect the belt and monitor. The patient was provided with a replacement electrode belt.